Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The pilot tip on the device fractured off and was not returned. The device was manufactured in 2014 and exhibits signs of extensive wear / usage. The fracture most likely occurred from impact. An impact fracture can occur if the mechanical loads applied to the device exceeds the strength of the material. A fracture can also be the result of multiple impacts. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the tip broke. Broken pieces were retrieved. Backup device was available. No injuries or delays reported.